Event description:
Reporter indicated that patient's generator was explanted due to staph infection, but that the lead was left in place. Surgeon reportedly plans to reimplant new generator on right side of chest after infection heals. The patient was reportedly hospitalized and being treated with IV antibiotics.